Event description:
Philips received a complaint from a customer that the system repair was not ready when it supposed to pt was never treated on the system. Doctor thinks that the pt's death was related to the delay in treatment, as a result of the delay in system repair.

Manufacturer narrative:
Pr#: (B)(4). When investigation is completed a follow up report will be sent to the FDA.